Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer had hbgs and was vomiting. It was indicated that the md believes that the cause of the event was due to the pump. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. It was conveyed that the pump is operating as designed. The customer was educated on the two hbg rule.